Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device for evaluation. Once received and evaluated, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that prior to clinical use, it was discovered that the float of the CPAP flow meter was not stable and would jumped around from 9-10 liters per minute. There was no patient use associated with this reported event.

Manufacturer narrative:
Results of investigation: this unit was field serviced by an authorized vyaire medical service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the customer's reported issue.